Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a reported air source fault resulting in a gas supplies lost. (Gas supplies lost: safety valve open alarm) noted in the diagnostic history log during service. No patient harm reported, patient information has been requested.

Manufacturer narrative:
Additional information received on 02/24/2017. Failure analysis: the reported complaint of the air valve's liftoff position being out of range was not duplicated. No fault was found on this returned blower valve.